Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. Following deployment of the closure device, a small pericardial effusion was noted to have developed behind the appendage. The physician elected to abort the procedure. The closure device was recaptured and removed without incident. The patient was monitored, remained stable, and required no intervention. The patient was discharged home, and the procedure will be rescheduled for a future date.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. Following deployment of the closure device, a small pericardial effusion was noted to have developed behind the appendage. The physician elected to abort the procedure. The closure device was recaptured and removed without incident. The patient was monitored, remained stable, and required no intervention. The patient was discharged home, and the procedure will be rescheduled for a future date.